Event description:
There is no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because does not turn on was not resolved with troubleshooting.

Event description:
It was reported that during a single site laparoscopic cholecystectomy procedure, while closing the wound and removing the instrument, it was noticed that the wound retractor portion of the instrument was missing. They retrieved it. This was at the end of the procedure. There was no patient impact.

Manufacturer narrative:
(B)(4). Torn retractor the analysis found that one device was returned in good visual condition, with the exception of the retractor was torn. Functional testing could not be performed due to the returned condition. The reported event was confirmed however it is unknown how the damage occurred. We have documented the circumstances as they were reported to us. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.